Event description:
It was reported that the patient had backup battery fault alarm. The 11 v backup battery was exchanged on (B)(6) 2026, and log files were submitted for review. It appeared that the log file began capturing emergency backup battery (ebb) faults on (B)(6) 2026 due to the ebb failing the load test. On (B)(6) 2026, the vad coordinator stated ebb fault returned. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.